Manufacturer narrative:
No patient injury reported. The product was not returned for evaluation as of the date of this report. 3m implemented a new dehp free material to enhance the material properties on all 3m ranger(tm) fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. 3m implemented a solvent improvement process change in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. The reported lot in this event did include the solvent process change. 3m continues to monitor their complaints to confirm the effectiveness of the change made and is also monitoring trends of complaints subsequent to the change.

Event description:
A hospital employee alleged that a 3m(tm) ranger(tm) high flow disposable set leaked at the y connection during priming. The employee alleged that this has happened with several of the high flow sets. Because this was reported during priming, no patient would have been involved. No injury was alleged.